Manufacturer narrative:
It was reported to philips that the heartstart mrx defibrillator showed a charge button failure. There was no patient involvement. (B)(4).

Event description:
It was reported to philips that the heartstart mrx defibrillator showed a charge button failure. There was no patient involvement.